Event description:
Customer reports that AED failed to pass internal diagnostic test. AED is within population of current philips field action (B) (4). (B) (4).

Manufacturer narrative:
Return of device pending. Classification of recall pending.